Event description:
(B)(6) year old man with prior history of gout, 2 previous arthroscopic right knee procedures. Dsd right knee by MRI, x-ray right knee was injected on (B)(6) 2014 with synvisc one under sterile conditions. Two days later, pain and swelling right knee. Knee aspirated on (B)(6) 2014 - 40ml cloudy fluid removed. Reaspirated (B)(6) 2014 - 50ml cloudy fluid removed results below admitted (B)(6) 2014. Arthroscopic drainage, debridement (B)(6) 2004 to hospital. Dose of amount: 6 ml; frequency: x 1; route: intra articular knee.